Event description:
It was reported that on the second pass through the graft from the arterial sheath, three of the percutaneous thrombolytic device basket wires fractured. The basket remained attached to the cable and removal was accomplished using a snare. There were no pt complications.

Event description:
It was reported that on the second pass through the graft from the arterial sheath, three of the ptd basket wires fractured. The basket remained attached to the cable and removal was accomplished using a snare. There were no pt complications.